Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the change history of the parts regarding the event that the endoscopic image does not appear in combination with the 180 scope, omsc confirmed that the design change of the dr board was made on (B)(6) 2018. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results, since the product was a product prior to countermeasures due to a change in the op-amp circuit design of the patient board (dr board), it is assumed that only the 180 scope was disturbed due to a failure of the op-amp. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the subject device had a failure. The image disturbances could usually be corrected after manipulation of the socket/scope cable connection. There was no report of patient injury associated with this event. (B)(4) checked the subject device and found that the reported phenomenon was duplicated.